Manufacturer narrative:
The analysis was performed on a cobas taqman instrument (serial number: (B)(6). The investigation determined that no product issue was identified with the kit s201 t-scrn mpx v2.0 96t us-ivd assay. A review of the dataset provided confirmed that controls were within range and did not indicate any systematic issue. The investigation was limited by the unavailability of barcodes for the affected samples. A non-conformance related to the customer allegation was not identified. The customer was advised to review differences in specificity and pool reactivity between the ce and us kits.

Event description:
The initial reporter alleged an increase in reactive donor pools while using the kit s201 t-scrn mpx v2.0 96t us-ivd on the cobas taqman instrument. The customer reported an increase in hepatitis c virus (hcv) reactive results was observed while using the instrument. The customer stopped using the instrument and switched to a competitor test, during which the number of reactive results decreased. A month later, the customer resumed using the cobas taqman instrument and again observed an increase in hcv reactive results. The donation type was blood, and serology results for the samples were negative.